Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The manipulator wire pulled through the lumen wall. The catheter was damaged during use. The analyst noted that a spiral slitting was visible from the start of slitting and at 27 cm control wire was hooked pulling it through the lumen wall. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the catheter was being slit, that one of the wire braids became exposed and the physician could not finish slitting the catheter as the slitter came off track. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.